Event description:
Or nurse inserted insyte autoguard into vein of pt's hand and small drop of blood in flashchamber. Nurse felt they had gone through the vein and removed catheter and stylet. On removal nurse noted that catheter was not fully intact, half the catheter was missing. The dr at the besided activated the white button retracting the needle. Tourniquet left in place and plastic surgeon performed cutdown at the site. The catheter section was not retrieved. X-ray of hand and cat scan of lungs did not reveal location of the catheter fragment.